Manufacturer narrative:
The mg2 reagent lot number was 849306 with an expiration date of 30-sep-2026. The customer also had qc issues. The results from a hardware precision check suggest cell rinse issues. The special wash settings were updated on the analyzer. On 07-aug-2025, the field service engineer (fse) cleaned a solenoid valve, the rinse tubing, and checked and adjusted the cell blank water level. All precision checks passed. The customer replaced the reagent on (B)(6) 2025. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for magnesium gen.2 (mg2) on a cobas c 303 analytical unit. The initial result was 3.18 mg/dl. The repeat result was 2.37 mg/dl. The sample was repeated on a c503 system with a result of 2.33 mg/dl.

Manufacturer narrative:
The customer had no further issues after the service visit. The investigation determined that the service actions resolved the issue. As the field service engineer (fse) performed several actions, the specific root cause could not be determined.